Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test/download test was performed and passed. A review of the bin file review was performed and passed. The allegation was not confirmed. The probable cause was not confirmed because reported allegation was not found. No injury or medical intervention was reported.